Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion behavior. This device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This product remains in service and replacement was recommended. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed an error message upon interrogation due to premature battery depletion behavior. The data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This s-ICD remains in service and replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed an error message upon interrogation due to premature battery depletion behavior. The data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This s-ICD remained in service and replacement was recommended. Eventually, this s-ICD was explanted, replaced and it is not expected to be returned for analysis. No additional adverse patient effects were reported.